Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a guide wire tip detachment occurred. The 100% stenosed lesion was located in the circumflex artery. The vessel was severely calcified and moderately tortuous. The choice guide wire distal tip detached during the procedure. The physician had made a "severe bend" in the wire. The tip was not attempted to be retrieved. The procedure was not completed. No patient injuries or complications were reported. The patient status is reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation was not able to be done because, the lot number was not reported. The most probable root cause is operational context, due to anatomical / procedural factors encountered during the procedure which limited the performance of the device.